Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. The endurant ii stent graft was deployed within 1 mm distal to the lowest right renal artery and 10 mm distal to the left renal artery. It was reported that, during the procedure, it was observed that the endurant ii stent graft bifurcate had a proximal type I endoleak. The physician elected to deploy three aptus endoanchors on the patient's right side in the 9 o' clock position. However, the proximal type I endoleak persisted. The physician then elected to implant an endurant aortic cuff. However, the proximal type I endoleak persisted. The patient was stable and the physician elected to complete the procedure with the proximal type I endoleak still present. Per the physician, the cause of the event was due to the patient anatomy of a short angulated neck with very tortuous common iliac and external iliac arteries. The patient received an intervention at a later date where an open procedure was performed. The endurant stent grafts and the anchors were successfully removed from the patient. No additional sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.